Event description:
Information was received from healthcare provider regarding a patient receiving gablofen, 2000mcg/ml at 850mcg/day via an implantable pump. The indications for use were intractable spasticity and stroke. The healthcare provider reported a low battery reset and safe state alarm. The logs showed numerous resets from today. The healthcare provider wasn't sure if there were 30 but stated they couldn't see any other logs. There were no reported patient symptoms.

Event description:
Additional information received reported that the patient's pump went into safe mode (B)(6) 2016. The pump was due for a replacement on (B)(6). The only troubleshooting done was to read the pump and there was no cause for the safe state known.

Manufacturer narrative:
Analysis of the pump found battery high-resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.